Event description:
The customer reported that a doctor hit his head on the bottom of the monitor arm when entering the room during a procedure and was injured (B)(6). The doctor did not require any medical treatment, and the surgery continued normally and was completed. (B)(4). MFR ref # 9710055-2015-00020.